Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber. Patient alleged having difficulty breathing/short of breath, bladder cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, shortness of breath, bladder cancer, device has a chemical odor, particles in the tubing/ water chamber related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed observed the following from an internal investigation found an unknown dust contaminant on the flip doors, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower seal. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower, blower seal, and blower box. The p4 power connector was observed to have an unknown rust contaminant likely due to liquid ingress on it, addresses the issue of liquid ingress to the p4. A keratin like substance was observed on the blower box outlet, addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. No odor was observed. Pil used a fitt (foam integrity test tool) and the associated and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes there was evidence of degraded sound abatement foam and was able to confirm the complaint of particles in tubing chamber and no odor was observed, but not address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, shortness of breath, bladder cancer, device has a chemical odor, particles in the tubing/ water chamber related to a CPAP device's sound abatement foam. Additional information was received about the allegation of dizziness, headache and respiratory issues. Section e1 and h6 health effects: clinical codes has been updated in this report.